Manufacturer narrative:
The date of occurrence was reported as an unknown date in (B)(6) 2017. (B)(6). The device was manufactured between: march 31, 2016 ¿ april 1, 2016. The device was received for evaluation. Visual and microscopic inspection revealed that the bladder was ruptured. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured during filling with an unspecified amount of solution. There was no patient involvement. No additional information is available.